Event description:
The manufacturer received information alleging diagnosed with cancer related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and the patient diagnosed with cancer. In previous report section h6, the manufacturer incorrectly added in health effect - clinical code: 4582 and health effect - impact code: 2199; which has been corrected in this report. Additional information has been added that the pateint alleged having dry mouth and headaches, which has been included in this report. Section g3, h6 has been corrected / updated.